Event description:
Consumer complaint that meter is not working. No adverse event reported. Caller provided review of results in memory: 248mg/dl, 227mg/dl, 234mg/dl, 223mg/dl. Caller believes the results are not accurate.

Manufacturer narrative:
(B)(4).